Manufacturer narrative:
Additional information from the reporter indicated that his patient is doing fine after the second procedure. He noted that there is some risk of the patient developing posterior capsule opacifications between the two iols but at this time he has not observed this in the patient. (B)(6). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: the patient had a ''piggy back'' procedure performed on (B)(6) 2012. The results were satisfactory. No additional information was provided. All pertinent information available to manufacturer has been submitted.

Event description:
It was reported that the surgeon complained there was 3.5 diopters of remaining post op refraction despite all correct biometry calculations. The surgeon questioned if there was a diopter mix-up. No reports of problems during the implant surgery. Post op uncorrected visual acuity (ucva) is 7/10 and best corrected visual acuity (bcva) is 10/10 (-0.50). On (B)(6) 2012 a 23.50 d sensar intraocular lens (iol) was implanted without any complications. Post op first day left eye had an ucva of 1/20 and bcva of 9/10 (+3.75). The piggyback iol operation is planned for this patient. The date has not been provided.

Manufacturer narrative:
Patient's year of birth: (B)(6) (month and year were not provided). (B)(4). The primary cause for this event was the inadvertent switching of the DHR (device history record)/labeling pouches between the two totes of impacted lenses on an in-process storage rack. All pertinent information available to abbott medical optics has been submitted.